Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer had been using novalin insulin in their cartridge. Subsequently, the customer reported that the pump became semi-warm when the occlusion alarms occurred, and when the customer disconnected from the lure lock to prime the insulin from the cartridge patient line, the insulin to be a gel-like consistency. As the events had occurred in the past, tandem technical support was unable to perform troubleshooting to determine a possible cause of the occlusions. The customer reported blood glucose level ranged from 300-350 (mg/dl) with moderate level of ketones, and was addressed by administering a manual injection. It was confirmed that the customer will continue using the pump for insulin therapy.

Manufacturer narrative:
(B)(4).